Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the cause of death was pericardial tamponade; however, the transcatheter aortic valve was not a medtronic device.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that an unknown time following the implant of a transcatheter bioprosthetic valve, a medtronic leadless pacemaker was electively implanted as the patient had complete heart block (chb). During the pacemaker implant, ventricular imaging was performed using a pigtail catheter which resulted in a drop in blood pressure and bradycardia. The patient recovered and the pacemaker was implanted successfully. Pulseless electrical activity (pea) was observed. Resuscitation for pericardial tamponade was initiated and the tamponade was trained. Improvement was achieved with catecholamines, but resuscitation was continued shortly thereafter. After two hours or resuscitation, it was decided to discontinue. The pericardial tamponade was not caused by the insertion of the pacemaker, but was triggered during the ventricular imaging beforehand. The cause of death was not reported.